Event description:
It was reported the patient's device or programmer were not working properly. It was stated the device was turning up by itself. It was stated the patient could not get the stimulation under 10 volts. It was stated when the patient tried to turn it down, the device would go up to 15 volts. The patient was informed the programmer should not be capable of going up to 15 volts. It was stated the patient wished to have the device set at 7 volts, and gets overstimulated when it is set high than that. The patient stated they turn the device off, then turn the stimulation down, and when the device is turned back on, it goes up to 10 volts automatically. The patient stated the device settings increase without touching the programmer. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ lead product ID, 37743 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).